Event description:
6.5 taper disengaged from the baseplate.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4) 1644408-2024-00843; (B)(4), s817 - dissociation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.